Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, minor scratches on the display window, cracked display window and cracked case near display window corners. The device passed the functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No excessive no delivery alarms noted.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized with high blood glucose. The blood glucose reading went as high as 585 mg/dl. There was a no delivery alarm in the insulin pump alarm history. Nothing further was reported.